Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. Per the reporter, at one time, the pump delivered dilaudid and morphine. There had also been a couple of other medications in the pump but the reporter didn¿t know what they were. The indication for pump use was lumbar radiculopathy and non-malignant pain. On 06-apr-2017 it was reported that after the pump and catheter replacement procedure (see manufacturer¿s report # 3007566237201000729) the patient was overdosed and didn¿t get out of the hospital until (B)(6) 2009. Per the patient, the pump was replaced due to longevity in (B)(6) 2016. The patient had requested the pump after it was disinfected, but per the patient, the hospital lost it. No further patient complications have been reported as a result of this event.